Event description:
The customer reported receiving readings of 29mg/dl 56mg/dl, and 100 mg/dl which were lower than they felt on their freestyle meter. The customer did not feel any symptoms during the event; therefore, she called a nurse and the paramedics. The paramedics took the customer's blood glucose and received a reading over 200 mg/dl on an unknown meter; however, did not administer any treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. According to label copy, the customer is using incompatible test strips with their freestyle meter. The freestyle test strip lot number that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-11/14/13-002-r) and affected consignees were notified by letter beginning november 18, 2013. Test strip lots for the above mentioned recall could potentially affect clinical outcome and produce an erroneously low blood glucose reading in the parkes c or d zone when used with a non-applied voltage meter. This issue only occurs when the affected strip lots are used with certain freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod system. All pertinent information available to abbott diabetes care has been submitted.